Event description:
Pt was implanted with nail and screw construct on an unk date in (B)(6) 2011. The intermedullary nail and associated screws were removed from the hindfoot due to painful hardware on the plantar surface. Pt was completely fused per the anticipated treatment which is the correction of equinus by decorticating the subtalar and tibiotalar joints and fusing the foot into a corrective and normal position. This is 4 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.